Event description:
Grounding pad would not ground patient. Machine would not operate without proper grounding. Three new pads were used. The fourth pad worked without a problem. The case was delayed approximately five minutes to change pads to one that worked.